Event description:
Instrument broke during surgery - doctor was reaming femur when it broke into two pieces. It took one and one half (1-1/2) hours and caused an extended osteotomy and resorting to revision procedures for this primary surgery.